Event description:
When using a central line kit (cook 4fr 8cm, lot# 5806975), the included lidocaine vial (hospira / lot# 491103a) was noted to be broken open. The top was in the kit, there were no obvious shards of glass in the kit.